Manufacturer narrative:
Product analysis: analysis was not able to confirm that the programmer would not power on; the power supply was replaced. Analysis also noted that the stylus and the cursor were misaligned, the lower case screw thread was damaged, the power cord bay was broken, and the upper handle cover was damaged. The connection between the printed circuit board (pcb) and the overlay were cleaned an reseated and all damaged parts were replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not turn on. The programmer was returned for service. There was no patient involvement.